Event description:
Patient called lfs on 01/2002 alleging their ot profile meter was reading inaccurately low. The call was documented by facility. Per facility notes: "customer went to the emergency because they had a heart attack the next morning. Customer was comparing what they had the night befofe the heart attack to the hbaic test the following morning". Per casepoint questions: patient was comparing their meter to the hba1c test. Their meter read 96 mg/dl. The following day the test was run and pt obtained 200 mg/dl.